Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that there was a piece missing from the battery compartment of the insulin pump. The blood glucose reading was 29.6 mmol/l, which was treated for using the insulin pump. The caller did not know how the damage to the battery chamber occurred. Advised replacement of the insulin pump. Nothing further reported.